Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that packaging was empty when it was received.

Event description:
No additional information received.

Manufacturer narrative:
UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed; visual inspection was performed on the returned product and noted the screw is missing in the sealed package. DHR was reviewed and no discrepancies were found. The root cause is determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.